Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery and recurrent incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿dense adhesions, which required extensive lysis.¿ it was reported that the patient experienced severe pain, diarrhea, bulging, chills, inflammation, loss of appetite and weight loss. No additional information is provided.